Manufacturer narrative:
It was confirmed that this event is a duplicate of cmp-1009887 (mdt956644). This case will continue to be reported under 0009613350-2025-00765.

Event description:
It was confirmed that this event is a duplicate of (B)(4) (mdt956644). This case will continue to be reported under 0009613350-2025-00765.

Manufacturer narrative:
(B)(4). D10. Unknown allofit cup item# unknown lot# unknown. Unknown durasul inlay item# unknown lot# unknown. Unknown avenir stem item# unknown lot# unknown. G2: foreign - event occurred in germany. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had an initial hip replacement. Subsequently, approximately 11 months post implantation, underwent a revision surgery due to sulox head fracture. Due diligence is in process and no further information on the reported event has been provided.